Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger/modem was not charging his batteries and was making a 'buzzing' noise. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not charge batteries / making buzzing sound) has been confirmed. Upon eval, there was liquid contamination on the battery board. The cause of the inability to charge the batteries is the contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. In addition, there was thermal damage to micro-controller u13 on the bedside board. The cause of the thermal damage is likely contact with the liquid contamination from the battery board. No adverse event resulted from the contaminated charger/modem. The pt rec'd a replacement charger/modem.